Manufacturer narrative:
. A review of the device history record of the product code/lot number combination was conducted with no findings. The complaint cannot be confirmed for sheath and locator mechanical damage as the sample was not returned for investigation. Without a sample, the exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt)/failure mode and effects analysis (fmea).

Event description:
Terumo medical corporation received the reported information. During the insertion of the assembly, the assembly kinked about five (5) centimeters from its tip and could not be inserted. Therefore, the device was not used, and manual compression was applied for thirty (30) minutes to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The estimated blood loss was less than 250cc. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 french. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel's diameter was 7 mm. No equipment or other devices were used with the angio-seal.